Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Product code: grease was found on the underside of the identified item. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while nurses setting up to perform a tfn procedure noticed that there was a thin translucent layer of grease on the underside of item 357.417 and also on the underside of item 03.010.092. Then they put these trays to the side and proceeded to open 8 additional trays of tfn instruments for a total of 10 trays that were opened, all of which the grease was found on the underside of the identified items each time, for a total of 10 affected items. Five of the 357.417 and five of the 03.010.092. The surgery was completed using a similar set of instruments from a competitor. There was no delay in surgery time. There was no patient impact. This is report 5 of 10 for (B)(4).